Manufacturer narrative:
Conclusions: lack of info (vessel morphology is unk, no reports or device returned).

Event description:
A 2.75 mm diameter x 18 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of an unknown lesion. It was reported that the physician was attempting to maneuver the sds around the first bend and this was unsuccessful. The physician was removing the sds from the patient when the stent came off of the balloon at the tip of the guide catheter. The stent was successfully retrieved from the patient. No additional clinical sequelae were reported and the patient's status is unknown. Please note that this device is distributed outside of the united states; however, it is similar to the united states distributed product.